Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was prepared for use and no issues were noted. The cds was advanced. During the procedure, one gripper arm would not raise or lower. Standard troubleshooting maneuvers were performed; however, the gripper arm would not raise or lower. The device was removed without adverse patient effect. The procedure continued with use of two additional clips, reducing the mr from grade 4+ to grade 1. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported issue was confirmed via returned device analysis. Additionally, a gripper line break was noted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to observed gripper line break. However, a conclusive cause for the gripper line break cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.